Event description:
Procedure type: low anterior resection. According to the reporter: after about two-hour of use, the surgeon noticed the active blade was broken. The cavity was searched, but broken piece could not be found. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. Operating room time extension is unknown.

Manufacturer narrative:
(B)(4).